Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was returned and water ingress to blower reported during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.